Event description:
The event is reported as: complaint description: during a spay/neuter procedure, the handle and bottom fell apart. No piece fell into the patient and the pieces have been retrieved. No animal was injured due to the defect of the product. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.